Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the pulse generator exhibiting a diagnostic anomaly. The estimated battery longevity was calculated at 4.5 years, while a previous interrogation on (B)(6) 2020 had provided a battery longevity estimate of 7 years. It was noted that there had been no adjustments in device parameters, and data assessment found no abnormal battery voltage or current drain trends. The anomaly likely reflected the device's wide longevity range and showed a more generous estimate of range in january, and more conservative estimate in september. The were no interventions made, and no patient consequences.